Event description:
The broach would not accept the broach tip. The broaching was performed without the broach tip. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
This event was initially reported as a malfunction. Further investigation revealed that this event is not in fact reportable. This medwatch report should be deleted.